Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, metal pieces detached from the jaws of the device. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Additional information: evaluation summary: one used (B)(4) ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection found the metal flange on the device jaw was broken off. The broken piece was not returned. Investigation found that the jaws of the device could not close when the handle latch was retracted. The metal flange that pulls the inner tube to open the jaw was broken and missing from the device jaw. The tube is made of stainless steel and should not break without exerting excessive force or abuse. Further investigation found that the device knife blade was also able to deploy while the jaw was opened. The damage to the metal flange of the device is consistent with a device that has been subjected to reprocessing or multiple uses. The broken flange also affected the device jaw mechanism allowing the knife blade to deploy while the jaws are open. The investigation identified the root cause of the reported event to be user error. The IFU warns: this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the unit had a clamp problem and metal pieces below the jaws fell off. No patient injury occurred or medical intervention was required. Follow up with the customer confirmed that the piece of the jaw fully detached from the device. The piece did not fall into the patient cavity.